Manufacturer narrative:
The device was returned to olympus as an asset return. During inspection, it was found that a faulty cable unit caused a scope communication error (b30) to appear on the screen. This event is under investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
During inspection by the manufacturer following asset return, it was found a scope communication error (error code b30) appeared on the screen when plugging in the hd autoclavable camera head due to a faulty cable unit. The event occurred during manufacturer inspection. There was no patient involvement in this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, unexpected stress was applied by the user's mishandling which caused the cable unit to break down, the image did not appear, and the scope communication error b30 was displayed. The instructions for use have the following statement which can prevent the event: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable."